Event description:
It was reported that an incident occurred with the electrosurgical unit (esu/generator) upon a polypectomy. The esu was used with an olympus monopolar cable or an erbe active cord and erbe's footswitch. No information was provided regarding any of the other accessories used in the procedure. The esu settings were endocut q, effect 2, duration 1, interval 4, and forced coag, effect 1 with a power limitation of 25 watts. Specifically, it was stated that "after the activation of a snare for a polypectomy, as the snare was being removed from the scope, a loud pop was heard". The physician reported feeling a "zap" to her thumb and there was a red spot. The spot has gone away. Additionally, it was reported that there was no activation tone when this happened. I was also reported that they coiled up the olympus monopolar cable and put a plastic tie wrap around it to make it shorter. They were advised that doing so can create a capacitive effect. They used the system twice after the incident occurred without any issues.

Manufacturer narrative:
The customer requested that erbe evaluate the involved esu, footswitch, and cable [note: no anomalies were found in the device history record (DHR) of the involved esu.]. If the devices are inspected/tested and an erbe equipment problem is found that may have caused or contributed to the incident, then a follow-up report will be filed.